Event description:
More information received: two weeks after the operation, the needle point was found in the reexamination, and the needle point was taken out again with the consent of the patient.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 11,052 units. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records. This product had an incidence during manufacturing, not related to this issue and the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with safil suture. When the uterus was sutured during a caesarean section, the tip of the needle broke inside the patient's body. B ultrasonography and CT examination failed to find the needle tip. The new product has been used to re-suture, but the tip may still be inside the patient. Additional information has not been provided.